Event description:
It was reported that "during fixing the little screw has come loosen. There was a delay of 10 min."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "during fixing the little screw has come loosen. There was a delay of 10 min."

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis. Results: visual inspection. Rivet bolt is broken. One half of its head is absent. No other damages are visible on the received implant. Device history review: manufacturing files were reviewed and no nonconformity or deviations are found during manufacturing process. The certificates of the raw material were in order. The raw material was inspected by an external laboratory and was found to conform to the specifications. Complaint history and risk assessment analysis: four complaints were received for breakage of the rivet bolt. It was concluded that this failure is the result of overload occurred following excessive loosening of rivet bolt and ignoring tactile resistance of rivet bolt stops. No functional inspection was conducted because the rivet bolt was returned in a broken condition. Conclusion: the reported event was confirmed at reception of the involved implant. The rivet bolt was broken. According to the results of laboratory tests such breakage is the result of ignorance of the tactile stop and consecutive over tightening of the rivet bolt.